Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 507658 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular had twos (t-wave oversensing) previously but no changes were made at that time. During this follow-up visit it was noted the t-waves were very large but currently not sensed. The sensing programming was changed from tip-to-ring to tip-to-rv coil. The lead remains in use. No patient complications have been reported as a result of this event.